Event description:
Pt underwent bilateral augmentation mammoplasty in 1992 and developed bilateral capsular contractures with left deflated implant requiring bilateral capsulectomy and exchange of implants.